Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the device include, but are not limited to: endoleak.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent an endovascular treatment of an thoracoabdominal aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system(ctag/ac). Reportedly, a type iiia endoleak from the junction between the ctag/ac devices were observed, but the endoleak was resolved upon placing an additional non-gore stent graft at the junction. The procedure was completed without further issue. On november 24, 2023, a endoleak was confirmed on the follow-up computed tomography angiography (cta), and a proximal type I endoleak, a type iii endoleak from the junction between the ctag/ac devices, and a type ii endoleak from celiac artery was suspected. On (B)(6) 2023, a reintervention was performed to treat the suspected proximal type I endoleka and type iiia endoleak, additional stent grafts were placed. Reportedly, since no angiography was performed during the reintervention because of the bad condition of the renal function, the type of endoleak was not determined. The patient tolerated the procedure. The physician reported that because of the type iiia endoleak during the initial procedure, a non-gore stent graft was additionally placed at the junction between ctag/ac devices, but apparently it did not last. Also the proximal side landing length of the ctag/ac was approximately 2~3cm but since it was landed at the vascular graft, the landing length was might be not enough.